Manufacturer narrative:
(B)(4). Device evalution in progress.

Event description:
Customer complains of low results.customer informed that feels well and requires no medical attention. The customer's expected blood result is 75mg/dl-130mg/dl fasting. Verified the strips expire 8/31/2018. Customer confirms the strips have been properly stored and were first opened 3/7/2016. Customer performed a back to back blood test and obtained 70mg/dl and 69mg/dl fasting. Reviewed meter memory: (B)(6). The customer is concerned about the result of 66 mg/dl on (B)(6) 2016 at 5:29 pm.

Manufacturer narrative:
(B)(4). Investigation completed and product evaluated with no defect found on returned meter. Most likely underlying root cause of malfunction: user's test strip had a poor fill.

Event description:
Customer complains of low results. Customer informed that feels well and requires no medical attention. The customer's expected blood result is 75mg/dl-130mg/dl fasting. Verified the strips expire 8/31/2018. Customer confirms the strips have been properly stored and were first opened (B)(6) 2016. Customer performed a back to back blood test and obtained 70mg/dl and 69mg/dl fasting. Reviewed meter memory: (B)(6). The customer is concerned about the result of 66 mg/dl on (B)(6) 2016 at 5:29 pm.